Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no heating up noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Pump error 3 and pump error 53 found in the device history due to software error. Device received with scratched case, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly.